Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). Convert to open. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What troubleshooting steps were attempted to open device while procedure was still laparoscopic? What were the indications for surgery? What was the surgical procedure? What was the reason for converting to an open procedure? Was buttressing material used? What is the current patient status?

Event description:
It was reported that during an unknown procedure, the surgeon activated the unit. The first activation went well but he did not cut and staple all the bowel so he had to go for a second application. At the second cartridge, the device just blocked. The procedure was converted to an open procedure; procedure delayed by 15 min. There was no adverse consequence to the patient reported.